Event description:
Ligasure only gave a short cycle time, no matter how tissue was grasped. Ligasure only cycled for a short time before it beeped. New ligasure opened. Problem resolved. FDA safety report ID# (B)(4).